Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at during the implant procedure, system optimization was not obtained and the following day, the system was exhibiting shocking impedance measurements greater than 400 ohms. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. An x-ray was performed and due to the results, a revision procedure will need to be performed to reposition the electrode. The device was programmed off. The patient is in a nursing home with multiple infections not related to this system. A lead revision may be performed in the future if the patient survives the infections. No adverse patient effects were reported.